Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Brand name: the device brand name was unknown. Serial/lot: the device serial or lot number was unknown. Unique identifier( UDI): the gtin was unknown. Catalog: the catalog number was unknown. Concomitant medical devices and therapy dates: small battery drive casing device, (B)(6) 2020. PMA/ 510(k): the PMA/ 510(k) number was unknown. Device manufacture date: the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: unknown.

Event description:
It was reported from (B)(6) that the handpiece device stopped working by itself. According to the reporter, only a small battery drive casing device was received and there was no further information regarding the handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.